Event description:
Information received indicates the brake casters ratchet from side to side when the brake is set.

Manufacturer narrative:
The technician found the casters were worn. He replaced the brake and brake/steer casters to repair the bed.